Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-49 alarm was identified during the event history log review. The cause of the condition was depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f49 alarm. There was no patient involvement. No additional information is available.